Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 from cardiac arrest. The patient actively coded and received cardiopulmonary resuscitation (CPR) for 50 minutes. After performing CPR it was discovered that the patient's flow went to zero. The customer was not sure when the patient started having low flow alarms. It was noted that the controller was one hour ahead of the actual time. According to log files frequent low flows occurred on (B)(6) 2022 at 12:07 that lasted through 12:20 and again on (B)(6) 2022 at 13:27 until 13:28. After the last time, the power leads were disconnected and the driveline was disconnected. Log files did not capture a time where the flow was reading zero. The cause of the low flow was not identified.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Additionally, review of the submitted log file confirmed multiple low flow events; however, the reported event of flow decreasing to zero could not be confirmed. A specific cause for the observed low flow events could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2022 through (B)(6) 2022, per the timestamps. The account indicated that the timestamps recorded in the log file were an hour ahead of the actual time. Multiple low flow events were captured on (B)(6) 2022. Additional low flow events were captured on (B)(6) 2022 and (B)(6) 2022. It should be noted that estimated flow was captured at 2.4 liters per minute (lpm) during all of these events. The driveline and both power cables were disconnected in the last two lines of information, consistent with the removal of support following the patient's death. No other notable events or alarms were captured. The pump appeared to function as intended. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including death. This section also provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.